Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Inspection of the device revealed that the detector lens area was dirty. Fse cleaned the entire p/d table, detector base and detector lens. The customer was subsequently able to run daily check, and quality control (qc) on several tumor markers without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual chapter 9- maintenance, and appendix 3- flags were reviewed. A "bh" flag indicates that the substrate background is high (bh). The operator is instructed to change to new substrate and reschedule assay operation. The most probable cause of the reported event was due to a dirty detector lens.

Event description:
It was reported that the customer received sporadic "bh substrate background high" flags during a run with their aia-2000 analyzer. The customer stated that they had successfully performed daily check prior to running the analyzer without errors and fresh substrate had been made the day before. The customer performed another daily check after receiving the flag, but the error persisted. The customer was unable to run alfa feta protein (afp). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.